Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer. The customer advised that after several tests and verifications, 2 mx450 monitors with x1 module would have nibp values that were too low on patients in the neonatology department. On the simulator, several tests on different monitors gave results that would be close (with a margin of error) to the programmed values. The tests were done with different sizes of accessories but common on all monitors. The problem seems to appear only on the x1 of the mx450 monitors when they are plugged into the patient. The request has been made to move the 2 x1 modules on which the issue was detected to other monitors and replace them with 2 other modules on which the issue would not appear. The customer advised they would get back to us to keep us informed of the results of this test. The product malfunction was unable to be confirmed, because the customer did not contact philips for further support. A review of the service history for this device shows that the problem has not been reported again for this device. Section e: reporting institution phone #: (B)(6).

Event description:
It was reported that there was a problem of non-invasive blood pressure (nibp) in neonatal intensive care with different values with the different scope, but the accessories were the same. The device was in use on a patient at the time of the event. There was no adverse event reported.